Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when using the angio-seal 6f closure system, a post-operative bleeding occurred. It occurred within approximately 12-24 hours. The patient reported pain and a feeling of pressure in the groin. Externally, a swelling of at least the size of a fist was also visible. According to the physician, no anchor was visible in the ultrasound. The procedure performed was a coronary (coro) procedure using a 6 fr sheath. Hemostasis was achieved by the angio-seal and a pressure bandage. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. The estimated blood loss was less than 250cc. The patient was stable. The bleeding occurred outside of the procedure room. A hematoma was present. The patient was hospitalized due to the event. A pressure bandage was applied for 6 hours. The patient required surgical intervention due to the event, to stop the bleeding. The vessel was closed by surgery. An ultrasound was performed to diagnose the bleed. There was significant blood loss and open surgery to close the puncture. There was no other equipment or devices being used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for post deployment complications based on the complaint allegation. Based on the information given in the complaint, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).